Event description:
It was reported that the subject device had a qtip broken off in the channel. The malfunction was observed during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object inside biopsy channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the broken off qtip occurred due to a component failure. Whereas, a presumable cause of foreign object inside biopsy channel cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.